Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the fetal heart rate value of the equipment changed significantly, and the measurement was inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips authorized service personnel (asp) reached out to the customer, who determined that the probe was broken and required repair. Based on the information available and the testing conducted, the cause of the reported problem was the probe. The reported problem was confirmed. The device was operational after repairing the probe. It is unknown how the probe was repaired.